Event description:
Philips received a complaint by the customer on the v60 indicating that the device's breathing circuit is blocked. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the cause of the issue might be that the gas delivery system (gds) module is broken. Investigation ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the device shows circuit blocked on power-up and keeps alarming, making it inoperable. No repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi vendor/clinical engineering department" is handling the service call/incident; however, it was noted that the hospital replaced the tubing, but the issue still persists. There are no additional details regarding the reported issue and its resolution. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.